Event description:
It was reported that the canister had fill with only 100cc and the rest was in patient¿s depends. The representative advised of water test but the call get disconnected when patient tries to setup the machine. Per customer on 02jan2024, it was reported that she was experiencing leaking because she could not get the wick positioned correctly. Customer tried to follow the directions in the manual but they were unclear to her. Customer reached out to customer service to perform troubleshooting. Customer adjusted the placement of the device to the floor and replaced the kit. The issue has been resolved. Per customer via phone on 04mar2024, it was reported that the customer is currently not using the system. She stated that she developed a yeast infection while using and was advised by her doctor to discontinue use. The customer was prescribed antibiotics and topical cream to treat the infection. The customer does plan to start back using the system but is unsure when.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick¿ female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Removal: 5. To remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick¿ female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.